Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was called via phone failed battery alarm was found. The blood glucose was 188mg/dl. Troubleshooting was completed. Customer was stated they received frequent battery failed alarms . The insulin pump will not returned for analysis.